Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be recreated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after the site had completed monthly rad and gain calibrations, the image acquisition system (ias) and mobile view station (mvs) were disconnected. When the ias and mvs were reconnected, the system did not go past the system boot up. It was noted there were green checks by the mvs and motion control, but the system did not pass radiation generator status. The system was rebooted and then able to pass the error message. It was noted this issue has occurred previously but has not been documented. This issue was noted outside of a procedure, and there was no patient involvement.